Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned provisional exhibited signs of use (nicked or gouged) and the anterior section of the post had fractured off. The device history records were reviewed and no discrepancies were identified. Previous evaluation of tasps have identified a low cycle fatigue culminating in bending overload failure, however a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was noted to be fractured during sterilization following a knee procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.